Event description:
The customer reported via phone call that she received a sensor error alert. Customer's blood glucose was 517 mg/dl. Customer stated that the sensor was inserted on (B)(6) 2015 afternoon. Troubleshooting was performed and customer was advised that the sensor might be dislodged, bent, retracted or damaged. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors; found 1 of the 2 sensors failed due to high readings, the remaining sensor passed per specifications with accurate readings. Also found both sensors had bent cannulas; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.